Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 26 aug. 2024, a 14f amplatzer amulet delivery sheath was selected to implant a 20mm amplatzer amulet left atrial appendage occluder. During the procedure, the device was deployed and fully recaptured the device without changing the sheath due to the defect begin too large for the defect.. A 18mm amplatzer amulet left atrial appendage occluder was selected as a replacement. When the device was deployed to ball, there appeared to be an echogenic density on echocardiogram. The physician believes there was a possibility of thrombus from the sheath but did verbalize it was most likely sheath shavings. When changing out the sheath he stated the device felt like it was scraping the sheath. The patient was stable.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was selected to implant a 20mm amplatzer amulet left atrial appendage occluder. During the procedure, the device was deployed and fully recaptured the device without changing the sheath due to the defect begin too large for the defect. An 18mm amplatzer amulet left atrial appendage occluder was selected as a replacement. When the device was deployed to ball, there appeared to be an echogenic density on echocardiogram. The physician believes there was a possibility of thrombus from the sheath but did verbalize it was most likely sheath shavings. When changing out the sheath, the physician stated the device felt like it was scraping the sheath. The patient was stable.

Manufacturer narrative:
An event of fabric present on the amulet device during implant was confirmed. It was also indicated that during the procedure the device was deployed and fully recaptured the device without changing the sheath due to the defect begin too large for the defect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from filed indicated that the sheath was reused, against the instructions for use. Please note that per the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The material noted on the amulet is consistent with damage occurring to the sheath when the device is fully recaptured. The fibers can then get entangled onto the new amulet device being advanced through damaged sheath. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.